Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/31/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No further event or patient information is available. Data was provided for investigation. The problem was confirmed. No root cause analysis was performed as signal loss was within specification.